Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction tubing was separated at the mid-point exposing the wire coiling. Hospital stated that the surgical technician may have used too much force when trying to place suction tubing into the slot of the tension knob. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The mount and flexible arm was intact. No visual defects were observed on the flex arm link or mount. The vacuum tube is disconnected at the center of the tube with the barb stretched out. No other visual defects were observed. Information provided from the rep suggests user error as probable cause of too much force when trying to place suction tubing into the slot of the tension knob. Based on the return condition of the device the reported failure "break" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer suction tubing was separated at the mid-point exposing the wire coiling. Hospital stated that the surgical technician may have used too much force when trying to place suction tubing into the slot of the tension knob. A replacement device was used to complete the procedure. The hospital did not report any patient effects.